Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was three 2fr perqcath catheters. Each of the three catheters was returned with what appeared to be a bd insyte IV catheter which was dressed and positioned against the perqcath strain relief. Additionally, the stylet t-lock assemblies remained attached to the perqcath luers but the stylets had been pulled through the t-lock septum and were not returned. A 1ml syringe was attached to each t-lock assembly. This report addresses sample 2. Two of the three samples leaked during infusion testing and the damage observed on those samples was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product samples were evaluated and splits were found on sample 1 and sample 2. Sample 3 did not leak. The leak on sample 1 was between the 2-3 cm depth markings and the leak on sample 2 was between the 3-4cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped splits. Tensile weakness at the fracture sites (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). Additionally, the returned 1ml syringes were supportive of over-pressurization. The nursing procedure manual can be found online at www.bardaccess.com and provides the following guidance: ¿do not use a syringe smaller than 10ml to flush or confirm patency. Patency should be assessed with a 10ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the does. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.¿ the nursing procedure manual also provides guidance for re-establishing catheter patency in the event the catheter becomes occluded or resistance is felt during flushing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reaq1367 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1367) have been reported from the same country.

Event description:
It was reported that after inserting the catheter into the patient, leakage was found from the catheter line. No harm to the patient was reported. This file addresses device two of three.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaq1367 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number (reaq1367) have been reported from the same country.

Event description:
It was reported that after inserting the catheter into the patient, leakage was found from the catheter line. No harm to the patient was reported. This file addresses device two of three.